Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the paddles and their base are deteriorated. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The field service engineer (fse) helped customer order replacement parts of external paddles set, paddles tray and labels. The device remains at customer site.